Manufacturer narrative:
The reported allegation the ipg was inoperable following an unrelated surgery was confirmed. The real-time status check of the returned ipg, using the uep inductive tool, showed the device¿s firmware was not running and had a stuck processor. The ipg logs showed the last battery time stamp occurred on (B)(6) 2021. The next daily time stamp did not occur indicating the device had entered the service application. The device had not been placed in surgery mode. After clearing the stuck processor, the device was placed in the therapy application and normal bonding was observed. The ipg was functionally tested on the automated test equipment (ate) and passed all tests. The root cause of the issue is the device being exposed to an electrosurgery device. There is guidance noted in the clinicians manual concerning handling of the device: electrosurgery devices should not be used in close proximity to an implanted neuro stimulation system. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that, following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative confirmed that the ipg had become inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.